Event description:
A customer contacted beckman coulter (bec) to report a leak at the baths of a coulter act 8/10 analyzer. The instrument was being primed and was giving "diluent low" messages when the leak was noticed. The volume of the leak was 10 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a gown at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and noted that the wbc bath was overflowing. Fse found that the tubing through pinch valve lv14 was clogged. Pinch valve lv14 controls the drain for the rbc and wbc baths. Fse flushed the tubing through lv14 and the leak was resolved. Fse also replaced the diluent filters as preventive maintenance. Repairs were verified per established procedures and results met published performance specifications. The customer had replaced the diluent and the instrument was no longer giving 'diluent low' messages when the fse noticed the leak. The 'diluent low' messages were not related to the leak. The cause of the leak is attributed to the tubing through lv14 being clogged. (B)(4).